Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10-mar-2026, arthrex was notified via email of a case study published in 2022 by the journal of clinical medicine, titled ¿clinical and radiologic outcomes after anatomical total shoulder replacement using a modular metal-backed glenoid after a mean follow-up of 5.7 years¿. The study reviewed twenty-five (25) patients who underwent anatomic total shoulder arthroplasty (atsa), using eclipse (arthrex) and universal glenoid baseplate (arthrex) devices, to address the following: primary osteoarthritis (23 patients), post-traumatic osteoarthritis (2 patients). During the one hundred sixty-eight (68) month follow-up period, twelve (12) patients experienced pe wear leading to revision. Source: noschajew, emil, et al. "Clinical and radiologic outcomes after anatomical total shoulder replacement using a modular metal-backed glenoid after a mean follow-up of 5.7 years." Journal of clinical medicine 11.20 (2022): 6107.